Event description:
While placing a 20 gauge heplock, the metal stylet would not disengage from the plastic cannula. It had to be removed from the patient.what was the original intended procedure?usually after the catheter is threaded into the vein, the metal stylet easily pulls out, leaving a soft plastic cannula.